Event description:
The reporter stated the cap of the screw kept cross threading it splayed the tulip head on the screw and broke during surgery. No harm to the patient, no adverse event to report. The post operative x-rays were negative for foreign bodies.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.